Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a french patient was experiencing a rash from her back to bottom. There were spots and it was itchy. Patient also reported a severe burn like irritation. There was no alleged device malfunction contributing to the irritation. Lifevest was removed by a physician. Follow up indicated that the since discontinuing the irritations had stopped.